Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2014 with the following findings: the pump was returned with a torn keypad cover. During testing, the keypad buttons were not functional and the contrast keypad button contact was found to be missing. The keypad cover was removed and contamination was found under the ok, up and down arrow keypad button contacts. The trace between the contrast and ok keypad button contacts were found to be damaged. Unrelated to the initial complaint, the display screen was dim and discolored. Also unrelated, the cartridge and battery compartments were cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/ unresponsive) issue. The reporter alleged that all of the keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.